Event description:
It was reported that the device was explanted after an implant duration of zero days. The reason for explanting the device was not provided. It was also learned that the patient expired one day after the explant. No further details were reported.

Manufacturer narrative:
(B)(4). This event was learned through implant patient registry. The patient also has other related events; please reference the other medwatches filed under patient identifier #(B)(4). Through follow-up with the health-care provider, a response was received. Unfortunately, the reason for explanting the device or the cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.